Manufacturer narrative:
Updated annex a code

Event description:
It was reported that pump speaker did not make any sound even though sound and vibrate settings were turned on and alert volume was set to high. There was no reported impact to the customer¿s blood glucose level. Customer disconnected at infusion set to test an alert, arranged to use multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty with instructions to place old pump in storage mode, reprogram settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label.